Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board was found to be contaminated and was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond and the display board was replaced to address the issue. The display was replaced as a precaution. The components were returned to the manufacturer's product investigation laboratory for investigation. No malfunction of the display board was observed. The device's display was found to have water ingress and when installed in the testing station, the touchscreen failed to function. The manufacturer concludes the touchscreen failure was caused by the display malfunction not the display board.